Manufacturer narrative:
Concomitant therapies: estrogen, lisinopril, omeprazole, soma. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1 syringe of juvéderm voluma® xc in the zygoma area/midface, bilaterally, and 1 syringe of juvéderm® ultra plus xc in the marionette lines. Three days later, hcp reported patient developed ¿malar edema, swelling under left eye¿ and ¿redness, swelling (possible infection).¿ the next day, patient was evaluated and treated with doxycycline and maxitrol. Symptoms resolved 2 days later. There were no issues with the juvéderm® ultra plus xc in the marionette lines.